Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.